Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis of the returned product is not able to provide relevant information for infection-related allegations. The infection allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. No additional adverse patient effects were reported.